Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] (a) inspection of water supply: 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported weak air/water supply while using evis lucera elite gastrointestinal videoscope. Malfunction was found while inspecting for a diagnostic procedure. A similar device was used to complete the procedure. There was no report of patient or user injury due to the event. The device was returned, and olympus repair center identified a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of weak air/water supply was confirmed due to foreign material found in the nozzle. The following additional findings were also noted: no air fed through nozzle, water supply volume does not meet standard value, pinhole on ch tube, wrinkle on the connecting tube, assorted discolorations, scratches and dents, shaved forceps channel port, dirt on objective lens resulting in lack of image on monitor, suction cylinder was shaved, peeled paint on suction cylinder, chipped adhesive on bending section cover, the lay of up/down knob was out of standard value and bending angle in up direction not meeting standard value due to wear of angle wires. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.